Manufacturer narrative:
A saber balloon burst at nominal pressure. The balloon catheter was glued to the wire and therefore the physician had to remove the balloon catheter together with the wire. When it was pulled out through a non-cordis catheter sheath introducer (csi), the balloon catheter separated into two pieces. The physician exchanged the csi, the guidewire and the balloon. The new saber balloon chosen to treat the lesion also burst and was discarded after use. There was no issue removing the balloon from the vessel. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa). The lesion was severely calcified. The devices were stored and handled according to the instructions for use (IFU). The pta balloon catheters were prepared per the IFU. The devices prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the products from the hoop, removing the protective balloon covers, or removing the stylet or any of the sterile packaging components. The contrast to saline ratio was 50/50. There were no kinks or other damages noted prior to inserting the product the products into the patient. An indeflator was used as the inflation device and it was used successfully with other devices. The first balloon was inserted over a non-cordis guidewire. No guide catheter was used. There was no resistance/friction while inserting the balloons through the rotating hemostatic valve. There was no difficulty advancing the balloon catheters through the vessel. There was no difficulty crossing the lesion. Each balloon was inflated only once prior to the bursts. The balloons maintained pressure prior to the bursts. The second balloon catheter that burst was removed intact from the patient. At the end of the procedure, a non-cordis stent was implanted successfully. Additional procedural details were requested but are unknown. The device was not returned for evaluation as it was discarded. No lot number was provided therefore a device history record (DHR) review could not be generated. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification may have contributed to the reported event as calcification may damage a balloon catheter. As no lot number was supplied, a device history record (DHR) review could not be completed. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ the information available does not suggest a design or manufacturing related cause for the reported events; therefore, no corrective/preventive action will be taken at this time. This is one of 2 products involved with the reported event.

Event description:
It was reported that a saber balloon burst at nominal pressure. The balloon catheter was glued to the wire and therefore the physician had to remove the balloon catheter together with the wire. When it was pulled out through a non-cordis catheter sheath introducer (csi), the balloon catheter separated into two pieces. The physician exchanged the csi, the guidewire and the balloon. The new saber balloon chosen to treat the lesion also burst and was discarded after use. There was no issue removing the balloon from the vessel. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa). The lesion was severely calcified. The devices were stored and handled according to the instructions for use (IFU). The pta balloon catheters were prepared per the instructions for use (IFU). The devices prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the products from the hoop, removing the protective balloon covers, or removing the stylet or any of the sterile packaging components. The contrast to saline ratio was 50/50. There were no kinks or other damages noted prior to inserting the product the products into the patient. An indeflator was used as the inflation device and it was used successfully with other devices. The first balloon was inserted over a non-cordis guidewire. No guide catheter was used. There was no resistance/friction while inserting the balloons through the rotating hemostatic valve. There was no difficulty advancing the balloon catheters through the vessel. There was no difficulty crossing the lesion. Each balloon was inflated only once prior to the bursts. The balloons maintained pressure prior to the bursts. The second balloon catheter that burst was removed intact from the patient. At the end of the procedure, a non-cordis stent was implanted successfully. Additional procedural details were requested but are unknown.